Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the device was broken. No other details regarding the nature of the event were provided. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Device not returned.